Event description:
"Using a 2 year old 8000j with an alice 3 sleep system, and the sensor burned the pt. The sensor burned at the flex end. The sensor was applied two hours when the pt complained of the burn. A doctor confirmed it was a 1st degree burn."

Manufacturer narrative:
Instructions for use cautions operator to not use damaged sensors. Request made to user facility and respironics for add'l info; no reply to date. Summary: the returned sensor was used with a respironics 930 oximeter and alice 3 sleep acquisition system. On return, the sensor exhibited damage around the flex circuit; material separation was evident. Visual examination revealed: the flex circuit pulled away from the cable and the led. The kapton material attached to the cable. The sensor was tested for functionality; all tests passed. Add'l, testing did not replicate a high current or temperature from the sensor. The sensor failed dielectric testing as a result of damage to the kapton; the failure was a symptom of the breach to the sensor material. See scanned pages.